Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that there was no power to viewing station and fuses were found to be open. Fuses were replaced which resolved the issue . The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the mobile view station (mvs) will not power on.